Manufacturer narrative:
(B)(6). If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). The product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and a matte surface was observed on the central optic. Further failure investigation of the lens confirmed presence of lathe lines in the optic zone. The lens returned did not meet the anterior machine lines acceptance criteria. The complaint issue reported was verified. Based on the investigation, the assignable cause is man: omission errors since a non-conforming unit was accepted. An awareness was conducted for all employees performing lens generation operations to reinforce visual inspection in the machine line criteria. Based on the analysis of the returned device, a product quality deficiency has been identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A non conformance (nc) was found during record review. However, the nc did not contribute to this complaint. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints have been received for this po. The product quality deficiency was confirmed. As a result of the investigation, a product quality deficiency has been identified. The manufacturing process contains the controls to identify and discard units with the reported issue. Per process failure mode and effects analysis (pfmea) procedure this is a low risk occurrence. Therefore, no escalation is required. Conclusion: as a result of the investigation there a product quality deficiency has been identified and the reported issue was verified. However, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor noticed circular rings in the center of the intraocular lens (iol) right after implanting the lens. The doctor confirmed the issue looking in the microscope as circular rings in the central zone were observed. The procedure was delayed as the lens was removed and replaced with a back-up lens during the same surgery. It was indicated that the incision was enlarged. No further medical or surgical intervention was required. The patient has fully recovered. Vision pre-operative: 20/40 and vision post-operative: 20/20 distance & intermediate. No further information provided.